Event description:
It was reported that cgm displayed error message during use with g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, performed full pump reset with guidance from technical staff, confirmed that error message did not recur, and successfully started new sensor session.